Manufacturer narrative:
(B)(4) report source- foreign. The event occurred in (B)(6). The product within this report is a combination product. No information concerning the item, the batch or details of the event has been communicated. However, the issue is related to a polymerization time longer as usual involving an optipac refobacin revision. Optipac refobacin revision products belong to the scope of the field action which was initiated, in order to recall all optipac refobacin revision that may show an increased polymerization time. This field action does not affect american products. To date no adverse health outcome has been reported related to this issue. The optipac refobacin revision products belong to the scope of the recall. If any further information is found which would changer any conclusions or information, a supplemental will be filed accordingly . Not returned to manufacturer.

Event description:
It was reported that an optipac refobacin rev presented a too long polymerization time of 26 minutes instead of 12 minutes.

Event description:
It has been reported that an optipac refobacin revision presented a too long polymerization time of 26 minutes instead of 12 minutes.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device will not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not be reviewed as the item and lot number of the product were not communicated. With the available information, the exact root cause of the event could not be determined. Optipac refobacin revision products belong to the scope of a field action which was initiated, in order to recall all optipac refobacin revision, as they may show an increased polymerization time. No products in the scope of this field action were distributed in the USA. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.